Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead has high thresholds. The lead remains in use as the patient does not pace in the right ventricle. No patient complications have been reported as a result of this event.